Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned

Event description:
It was reported that the arctic sun device displays alarm 113 (reduced water temperature control) consistently. As per review on 04nov2022, there was no patient involvement and date of event occurred was (B)(6) 2022. As per follow up information received via email on 10nov2022, there was patient involvement.

Event description:
It was reported that the arctic sun device displays alarm 113 (reduced water temperature control) consistently. Per review of wo on 04nov2022, date of event occurred was 03/11/2022. Per follow up information received via email on 10nov2022, there was patient involvement. Per follow up information received via email on 09dec2022, this error mentions that in the last 30 minutes the equipment was not able to measure the water temperature, it was not related to heating or cooling, but to the control which was caused by many different things and mainly by sensors.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. The device was evaluated and the reported issue was confirmed as it was noted that the mixing pump that is not working and therefore does not move the cold water in the system. The mixing pump was replaced. Calibration was expired. Device underwent 2k pm. The circulation pump assembly, heater 200-230v, and drain valves were replaced. The device was calibrated and passed all applicable tests. The device did not meet specifications, and was influenced by the reported failure. The device was in use on a patient. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was evaluated.